Event description:
Loss of osseointegration, inflammation, mobility, smoker. Patient says over the years, she has had chronic infection in area of canines. Planned on keflex then will redo in 6 months.